Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a tka surgery, one (1) mis 3.2mm x 45mm rimmed pin sterile snapped off and got embedded within bone of patient. The pin was left inside the patient since removing it would have caused too much damage. The procedure was performed, without any delay, using the same device. The health status of the patient is unknown.

Manufacturer narrative:
H3, h6: given the nature of the alleged incident, the device could not be returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, based on the limited information provided, the clinical root cause of the reported events could not be concluded; however, a user technique/procedural variance cannot be ruled out as a potential contributing factor. The patient impact is determined to be the retained non-implantable foreign body/fractured pin which is reportedly inside the bone. Although unlikely, possible micro-motion and/or migration, and local irritation/discomfort cannot be definitively ruled out. Additionally, conclusions on the impact of the retained non-implantable foreign body to the patient cannot be ascertained with certainty. Device batch number was not provided, thus, an evaluation of the manufacturing records could not be performed. A review of complaint history of the previous 12 months revealed similar events for the listed device, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for total hip systems revealed that the speed pin should be aligned with the orientation of the instrument fixation hole and should touch the bone before drilling to avoid pin binding in the block. Also, using a mallet with speed pins must be avoided, as speed pins can bend and bind in blocks. In addition, single use devices should not be reused due to risks of breakage. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. This is a single use device, surgical technique or damage from misuse are likely potential factors that could contribute to the reported event. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.